Manufacturer narrative:
The investigation reviewed the result printout. The printout showed 12 pipettings flagged "samp.b" and one result "tsh discrepant low." The investigation determined the event was due to a preanalytic issue (pipetting of the patient's sample flagged with a sample bubble) at the customer site. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The reporter stated that the analyzer detected a bubble in the tube. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys tsh result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 0.0194 uiu/ml. The repeat result was 0.331 uiu/ml.